Event description:
According to the reporter, during a lung resection, the surgeon tried to fire the stapler but could not squeeze the handle all of the way. The procedure was completed with another device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.